Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and non-calcified shunt vein. A 4.0mmx40mmx80cm (4f) sterling balloon catheter was advanced for dilatation. However, during second inflation at 10 atmospheres for 30 seconds, balloon ruptured. The procedure was completed with a different device. No patient complications were reported.